Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the stimulation turning on/off by itself was due to the patient being in cycling mode. The manufacturer representative stated that they met with the patient and turned off the cycling option, which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s therapy/stimulation was turning on and off by itself in 15 minute intervals. The manufacturer representative mentioned that they didn¿t have a clinician programmer available with them and weren¿t with the patient at the time of the call. The manufacturer representative thought that the patient was accidentally programmed with cycling. It was reviewed that the manufacturer representative likely accidentally activated cycling when they were doing an energy usage calculation. This could occur because there is a slider button right next to the energy usage area that they may have accidentally activated. When cycling is initially activated, it would default to 15 minutes on and 15 minutes off. It was unlikely that the patient would be able to disable cycling themselves as the manufacturer representative didn¿t give them access to it. The manufacturer representative stated that they would meet with the patient to correct the issue if needed. It was noted that the issue occurred around (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.